Manufacturer narrative:
Product event summary #(B)(4). The full 407645 lead was returned in segments, analysis was performed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically melted but not breached and visual summary analysis of the lead indicated apparent explant damage. Electrical cross continuity and continuity of distal and proximal protion test results were passed visually and electrically. No conductors fractured or insulations breached were observed. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance due to a possible fracture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).